Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spinning spiros closed male luer, purple cap that the customer reported when administering an unspecified cytotoxic drug a leak was noticed at the level of the secure spiros connector. The event required re-prescription and new preparation of the dose remaining to be administered. There was patient involvement, however, no report of adverse event and no clinical consequences noted.

Event description:
Additional information received stating the administered drugs were halaven, doxorubicin, and anthracyclines. The chemotherapy spill was cleaned as per protocol using a spill kit and the drug did not come into contact with the patient or caregiver.

Manufacturer narrative:
One used list# (B)(4), spinning spiros® closed male luer, purple cap (lot# 4727446) and one used 60 ml bd syringe was received on november 16, 2020. The spiros was returned securely connected to the syringe. As received, the spin feature of the spiros was activated and spinning freely. Red drug residuals were present within the housing of the spiros sample. No damage or anomalies were seen on the returned syringe. With the connected spiros and 60ml syringe provided, water was drawn through the spiros and into the syringe. Pressure was then applied to the plunger of the syringe. Leakage occurred from the o-ring/poppet interface of the spiros sample while applying light bending/rotating forces that would be typical of use. The reported complaint can be confirmed on the returned spiros. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review (DHR) for lot 4727446 was reviewed and there was a molding anomaly in the poppet component that can result in leakage. ICU medical has issued a voluntary recall and is notifying affected customers via a letter requiring removal of the affected products from the market.